Event description:
Rn of a home pt reported 1 incident of a cracked cap. The rn noted that the sample was discarded, no further details regarding this incident are available. Per rn, no pt injury or medical intervention was associated with this incident.